Event description:
Catheter infected. Removed and replaced on (l) side with another catheter. After bandages removed from pt, noted catheter was not in pt (dislodged). Attending dr stated the whole catheter and tip was intact. Sent to pathology.